Event description:
It was reported that the patient with this pacemaker device exhibited an increase in impedance values and threshold values upto 4.5 v. This was noted during a routine follow up and the values were up for quite some time now. The rv was about a little less than 1000 ohms, however within the normal range. There was lead conductor fracture and insulation damage noted. The plan is the have the lead replacement perform soon. This device remains in service. No additional patient adverse effects were reported.

Manufacturer narrative:
Additional info - this report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this pacemaker device exhibited an increase in impedance values and threshold values upto 4.5 v. This was noted during a routine follow up and the values were up for quite some time now. The rv was about a little less than 1000 ohms, however within the normal range. There was lead conductor fracture and insulation damage noted. The plan is the have the lead replacement perform soon. This device remains in service. No additional patient adverse effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is not expected to return for analysis due to possible infection. The infection type is unknown, however it occurred prior to use of boston scientific products.